Event description:
The pt had abdominal surgery on (B)(6) 2013, to reconstruct their abdominal wall. The product, surgimend, lot number 110825 was implanted. The incision site remained open and was covered with a wound vac. Two to three days post-op, the device appeared to have torn horizontally . It was mentioned that the pt coughed a lot post-op. There has been no follow-up with the physician at this time due to his schedule. A meeting is scheduled for (B)(6) 2013.